Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during testing conducted at the manufacturer facility, the aseptic housing hinges fractured, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the aseptic housing hinges fractured, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.